Event description:
Patient presented to the physician with migration of the ipg, causing pain. Physician brought the patient to the operating room and removed the ipg. The physician implanted a newer ipg model in an antibiotic pouch, repositioned in the pocket, re-sutured, and closed. The existing sensing lead was abandoned as it is not used with the new ipg model.